Event description:
As reported, during the procedure, the customer was finding that the syringe was drawing back air bubbles. There was no air injection or patient complications. The used device will be returned for evaluation.

Manufacturer narrative:
The used device has been returned to the manufacturer, however the device failure analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.